Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The reported difficult to deploy clip and retraction problem with the actuator knob could not be replicated in a testing environment as the clip was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history identified no similar incidents. All available information was investigated and a conclusive cause for the reported difficult or delayed activation (difficulty to deploy the clip) resulting in the retraction problem in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Exemption number e2019001. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other device referenced is being filed under a separate medwatch report.

Event description:
This is being filed to report the difficulty deploying the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced to the mitral valve and the leaflets grasped successfully. During deployment when pulling back the delivery catheter (dc), the clip got stuck and would not release. Troubleshooting was performed and the clip was able to be deployed. The same issue occurred with the second ntr device. The procedure was completed with the mr reduced to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.